Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast. The capsular contracture was diagnosed by a physical exam. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient¿s scheduled explantation date has been changed. The patient is now scheduled to undergo explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).